Manufacturer narrative:
This supplemental report is being submitted to report additional information received. Please the updates in sections: g4, g7, h2, h6 and h10. Additional information received states that the device was discarded by the user facility. However, an image of the subject device was provided by the customer. The original equipment manufacturer (OEM) performed a photographic investigation and reported that the image shows the jaw of the device is fractured. Since the customer¿s device was not returned for evaluation the cause of the reported event could not be determined. Based on similar reports, this kind of damage can be caused by an excessive or twisting force being applied to the jaws during use. A DHR review was performed for the subject device and lot number with no nonconformities noted during the manufacturing of this device.

Manufacturer narrative:
The device has not been returned to olympus for evaluation. The exact cause of the reported event cannot be conclusively determined at this time. However, based on similar reports, the most likely cause of the reported event can be attributed to the device coming into contact with a hard or metallic object during use. The instruction manual warns users: ¿during the procedure, check the device and cord regularly for damage. Do not activate the device while adjacent to or in contact with other metallic objects or other devices. Unintended tissue injury and/or damage to the contacted object or device may occur.¿

Event description:
Olympus was informed that during a laparoscopic procedure, the distal tip of the dissector broke off and fell into the patient. The device fragment was retrieved. The intended procedure was completed with a similar device. There was no patient injury reported.